Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer has had severe lows, has been unconscious several times and had to give him glucagon shots to wake him up. The blood glucose was 20 mg/dl at the time of the incident and current blood glucose was 180 mg/dl. The drive support cap appears normal. Customer advised to monitor pump and call back if issue persist. The insulin pump will not be returned for analysis.